Manufacturer narrative:
The device was returned intact and functional with no evidence of device failure.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade 4. Right side device.